Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She undergo an essure confirmation test. In march 2015, the patient had essure inserted. In july 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pelvic pain ("pain"), nausea ("nausea:gastrointestinal or digestive system condition") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,"), skin disorder ("rashes/rashes or skin conditions"), rash ("rashes/rashes or skin conditions"), arthralgia ("right hip pain"), myalgia ("sore muscle"), depression ("depression"), hypomenorrhoea ("period shorten") and pelvic discomfort ("phantom baby feeling like there is baby kicking (flutters)"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, alopecia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, skin disorder, weight increased, rash, vaginal haemorrhage, menorrhagia, arthralgia, myalgia, depression, hypomenorrhoea and pelvic discomfort outcome was unknown. The reporter considered alopecia, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, myalgia, nausea, pelvic discomfort, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. It was reported that she had essure implanted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2015: result: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event feeling like pregnancy as if baby kicking (flutters) was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She undergo an essure confirmation test. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pelvic pain ("pain"), nausea ("nausea:gastrointestinal or digestive system condition") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,"), skin disorder ("rashes/rashes or skin conditions"), rash ("rashes/rashes or skin conditions"), arthralgia ("right hip pain"), myalgia ("sore muscle") and depression ("depression"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, alopecia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, skin disorder, weight increased, rash, vaginal haemorrhage, menorrhagia, arthralgia, myalgia and depression outcome was unknown. The reporter considered alopecia, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. It was reported that she had essure implanted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- arthralgia, muscle soreness, depression, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She undergo an essure confirmation test. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pelvic pain ("pain"), nausea ("nausea:gastrointestinal or digestive system condition") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,"), skin disorder ("rashes/rashes or skin conditions"), rash ("rashes/rashes or skin conditions"), arthralgia ("right hip pain"), myalgia ("sore muscle"), depression ("depression") and hypomenorrhoea ("period shorten"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, alopecia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, skin disorder, weight increased, rash, vaginal haemorrhage, menorrhagia, arthralgia, myalgia, depression and hypomenorrhoea outcome was unknown. The reporter considered alopecia, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. It was reported that she had essure implanted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- shorten period. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She undergo an essure confirmation test. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pelvic pain ("pain"), nausea ("nausea:gastrointestinal or digestive system condition") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,"), skin disorder ("rashes/rashes or skin conditions"), rash ("rashes/rashes or skin conditions"), arthralgia ("right hip pain"), myalgia ("sore muscle"), depression ("depression"), hypomenorrhoea ("period shorten") and pelvic discomfort ("phantom baby feeling like there is baby kicking (flutters)"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, alopecia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, skin disorder, weight increased, rash, vaginal haemorrhage, menorrhagia, arthralgia, myalgia, depression, hypomenorrhoea and pelvic discomfort outcome was unknown. The reporter considered alopecia, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, myalgia, nausea, pelvic discomfort, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. It was reported that she had essure implanted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She undergo an essure confirmation test. In march 2015, the patient had essure inserted. In july 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pelvic pain ("pain") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea:gastrointestinal or digestive system condition"), tooth disorder ("dental problems"), fatigue ("fatigue,"), skin disorder ("rashes/rashes or skin conditions") and rash ("rashes/rashes or skin conditions"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, alopecia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, skin disorder, weight increased, rash, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2015: result: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: abnormal bleeding (vaginal) and menorrhagia. Lab data and event onset date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She undergo an essure confirmation test. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea:gastrointestinal or digestive system condition"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), skin disorder ("rashes/rashes or skin conditions") and rash ("rashes/rashes or skin conditions") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, alopecia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, skin disorder, weight increased and rash outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs received: events abnormal bleeding (general), migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), rashes or skin conditions ,pain, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition, hair loss were added. Medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.